Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was unable to communicate with external devices, deeming the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.